Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed. Additionally, analysis of the log file provided by the account confirmed elevations in pump power and estimated flow; however a specific cause could not be determined through this evaluation. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log file appeared to show the system operating as intended. The report of damage to the silicone sleeve of the driveline could not be confirmed through this investigation. Device thrombosis is listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii IFU. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The hm ii lvas IFU contains information on caring for the driveline and addresses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year 7 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that log files were sent for review. The patient was seen in clinic. Multiple episodes of high power and high flow were noted (B)(6) 2019; alternating with powers and flows were 4-6 range. Patient's ldh was 270 from lab results. There was no discoloration of urine; plasma hemoglobin was pending. The driveline (dl) was twisted and kinked in multiple; no pump stops noted on interrogation. The log file analysis showed that there were multiple spikes in both power and flow though both returned to baseline after the spikes. Some of the spikes were in combination with pi events while others were not. Per review, it was not believed to be a thrombus event. The noted low speed hazards, low flow hazard, motor stop, and low speed operation were directly related to the disconnection of the driveline. It was reported that the dl disconnection was done in clinic by physician and vad coordinator; dl was repaired in several locations with rescue tape from outer covering tears secondary to kinking and twisting of dl. Patient was admitted for observation secondary to elevated power and flow numbers, suspicious for pump thrombus.